Event description:
It was reported by the patient's husband that the vns was giving the patient a lot of problems. The patient's autostim output current was previously disabled due to discomfort, but the patient continued to have discomfort. The representative stated that x-rays and the vns was previously examined by the physician and no malfunction or failure was identified with the device. Clinic notes were later received that indicated that the patient's seizures were worse since the current vns generator was implanted. It was noted that the patient had recently been taken off of one of her aeds. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.